Manufacturer narrative:
Additional information (14-oct-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. The customer stated the issue was resolved and no other discordant results were reported. The customer is operational. The cause of the event is unknown. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. In section h6, the investigation findings and investigation conclusion codes were updated. Initial MDR 2432235-2025-00273 was filed on 13-oct-2025.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed urinary/cerebrospinal fluid protein (ucfp) patient sample result obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported to siemens they obtained an erroneously depressed urinary/cerebrospinal fluid protein (ucfp) result on one (1) patient sample on the atellica ch 930 analyzer. The erroneously depressed result was reported to the physician and not questioned. The same sample was reprocessed on the original atellica ch 930 analyzer. A higher result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed urinary/cerebrospinal fluid protein (ucfp) patient result.